Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly upon battery installation. Unable to perform displacement test due to constant pump error 43 during rewind. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarms were found on 09/29/2023 20:53:53.000 through 09/29/2023 21:14:20.000. Pump error 63 (file number 32111 line number 218) was triggered in the motor mcu since the the main mcu did not handshake within 90 sec on 09/29/2023 21:14:24.000. Pump error 53 was found on 09/29/2023 21:14:25.000. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on pcb2, pcb1 and force sensor flex connector. Unit also received with battery tube threads cracked, cracked case on battery side, cracked case (battery tube),cracked case-corner of belt clip rails, stained keypad overlay, and cracked battery tube threads. In conclusion unit received with constant pump error 43 during rewind due to corroded motor assembly. Pump error 53 and 63 verified in pump download history. Frozen screen not confirmed due to unit powering up properly upon battery installation. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple insulin flow block alerts. Customer stated that pump did not turn on after the alerts. Troubleshooting was performed and frozen display recurred after changing the battery. No harm requiring medical intervention was reported. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.